Event description:
It was reported to philips that there was a footswitch connectivity issue, and the wi-fi symbol was red. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned coronary non-emergency treatment, when the issue occurred, and the procedure was completed without delay by using wired footswitch. The customer reported that there was footswitch connectivity issue, and the wi-fi symbol was red. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. The fse confirmed that there was no fault found in the system and it was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per the user's command, there was connectivity issue, and the wi-fi symbol was red. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.